Event description:
Information received with return of the explanted device notes that the patient was taken to the emergency room after passing out. The device was intermittently pacing at a rate of <50 ppm, although it was programmed to 80 ppm. Ekgs and a holter monitor showed rates of less than the programmed rate.